Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' one 3i t3® ex hex parallel walled implant 3.75 x 11.5mm (boes3711) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear from use, and fracture laterally across the threads. The patient is noted to have a history of clenching. The reported product was located on tooth # 11 (fdi) and used for approximately 2.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review was completed for the subject lot number 2016061490. It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016061490) for a similar event and no other complaint was identified.therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the bridge from ttoh location 7 to 9 was loose, fracture was noticed after the removal of brigde. Fractured part of the implant was removed. Patient referred pain and has been rescheduled for new implant placement and new suprastructure.